Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. Reportedly, the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, a review of the pump black box data showed that pump reboots had occurred. A visual inspection of the pump revealed cracks in the battery compartment above and below the bumper pad. A test battery cap was able to carefully attach to the pump with no power loss. During the 24 hour duration test, no power loss occurred. The pump case was removed and there was no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.